Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a system failure "positive supply background test". The issue occurred only once. It is unknown if the unit was dropped. It is unknown if there was a delay of therapy. There was unknown patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
Corrected data: d3 - mfg establishment name. The suspected device was returned for evaluation. The device was visually inspected and there were damages to the bottom case rear tabs and that the plunger assembly was gummed. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to corrosion with the interconnect main board. As a result, the interconnect main board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.